Manufacturer narrative:
This report is submitted on august 31, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement, intermittencies and subsequent loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Event description:
The device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 17, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 30, 2022.